Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator head had four bands attached, and the suture hole and ligator head teeth were in good condition. The handle slot had evidence that the trip wire was secured to the handle slot. Per media analysis, the photo showed the ligator head with four bands attached, the label information, and the handle of the device. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, there were bands attached in the ligator head indicating that these did not deploy when they should have, which is impossible that the procedure was completed with this device.it is possible that procedural factors as lesion characteristics, handling of the device, and the technique used by the physician could have resulted to the inability of the device to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and show one band was moved within the ligator head.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator head had four bands attached, and the suture hole and ligator head teeth were in good condition. The handle slot had evidence that the trip wire was secured to the handle slot. Per media analysis, the photo showed the ligator head with four bands attached, the label information, and the handle of the device. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, there were bands attached in the ligator head indicating that these did not deploy when they should have, which is impossible that the procedure was completed with this device. Although the returned device had broken suture; however, this condition is not considered a failure mode because this could have occurred when the physician trying to remove the device from the scope. It is possible that procedural factors as lesion characteristics, handling of the device, and the technique used by the physician could have resulted to the inability of the device to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11 (correction): block h10 has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and show one band was moved within the ligator head.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and show one band was moved within the ligator head.